Event description:
During preparation of balloon it was observed that the balloon was unable to be inflated. The product was not use in-pt and there were no adverse consequences. There are no add'l pt, vessel, lesion, or procedural info available.